Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, an incomplete blow-thru occurred as the posterior cuff and its needle failed to eject from the posterior foot pocket. Because the posterior cuff was not ejected from the foot pocket, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the needle tip to cuff detachment and the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Therefore, the reported cuff miss was not confirmed, but the effects of the cuff to needle tip detachment appeared to the user as a cuff miss. The reported complaint of possible strands of glue near the cuff of the plunger was not confirmed. The plunger was deployed in a proxy device and the push mandrel travel was acceptable. The needle shank was confirmed and there was no evidence of excessive loctite found on the shank. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 7fr sheath, after an interventional procedure. Reportedly "strands", possibly strands of glue, were near the cuff of the plunger attached to the body of the device. The strands were cut, the plunger was removed and a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. During evaluation of the returned device an anterior cuff tab (approximately 0.01 inch square) detachment was found. The physician did not notice the detached tabs but believed they were not in the patient anatomy. No additional information was provided.